Event description:
It was reported that a spectrum pump under infused three times while on a pt (medication and infusion rate unk). It was further reported that the volume to be infused was 1000 ml, and 300 ml of fluid was left in the bag when the infusion completed. This occurred in the medsurg care area. Also, it was reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received by baxter and the reported under infusion could not be reproduced or confirmed through the history log. The pump was within design spec concerning this deficiency, and passed flow rate testing per the preventative maintenance procedure.